Event description:
Tissue expander placed originally on 12/30/96. This required repeat surgery to replace implant because it developed a hole. Implant was retained by dr. The implant was placed in the area of the right ear.